Event description:
The pt was implanted with a synchromed pump and catheter on 08/04/1997 for intrathecal infusion of pain medication for non-malignant pain. The hcp performed an x-ray rotor test which showed the pump had stopped prior to explanting the pump on 06/30/1999. The pump was returned to the MFR for analysis. Another synchromed pump was implanted on 06/30/1999 and the MFR has not been able to obtain info from the hcp regarding the pt's current status.